Event description:
(B)(4). This spontaneous case reported to the company by a physician concerns (B)(6) female of an unknown age above (B)(6). The patient relevant past medical history is not obtained. The patient concomitantly received insulin glargine and metformin for the indication of diabetes mellitus, amlodipine besilate for the indication of hypertension and acetylsalicylic acid for an unknown indication. The patients took insulin lispro 25%/ insulin lispro protamine suspension 75% (humalog mix 25) 10 iu, three times daily, subcutaneously via an unspecified humapen re-usable device for treatment of diabetes mellitus beginning on an unknown date. On approximately (B)(6) 2010, time to onset unknown, the patient's daughter complained of hardness in pen injection (humalog delivery pen) and sometime thereafter, the patient was admitted to hospital due to ketoacidosis (considered serious for initial hospitalisation). The patient was treated with an unspecified treatment. The patient was then discharged on an unknown date (unknown days hospitalised) with reported plasma glucose levels of 260 mmol/dl. A week later (date unspecified), the patient suffered from seizures and contractions and had very high glucose levels (unspecified), both considered serious for initial hospitalisation. The patient received corrective treatment with basal insulin and another unspecified rapid acting insulin. It was then reported that the glucose level was normal again. The physician in hospital claimed that the insulin lispro (humalog) was not working. On an unknown date, time to onset unknown, the patient experienced brain bleeding considered serious for other reasons medically significant. No further corrective treatments or laboratory results were reported. The patient discontinued insulin lispro 25%/ insulin lispro protamine suspension 75% on (B)(6) 2010. It was unknown whether the patient recovered from the ketoacidosis, seizures and contractions and brain bleeding. (B)(4). The user of the device was unknown and it was unknown if the user was trained. It was unknown how long the device model and reported device had been used for. If device is returned, evaluation will be performed to determine if a malfunction has occurred. The physician did not report an opinion of relatedness. (B)(4).

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case reported to the company by a physician concerns (B)(6) female of an unknown age above 55 years. The patient relevant past medical history is not obtained. The patient concomitantly received insulin glargine and metformin for the indication of diabetes mellitus, amlodipine besilate for the indication of hypertension and acetylsalicylic acid for an unknown indication. The patients took insulin lispro 25%/ insulin lispro protamine suspension 75% (humalog mix 25) 10 iu, three times daily, subcutaneously via an unspecified humapen re-usable device for treatment of diabetes mellitus beginning on an unknown date. On approximately (B)(6) 2010, time to onset unknown, the patient's daughter complained of hardness in pen injection (humalog delivery pen) and sometime thereafter, the patient was admitted to hospital due to ketoacidosis (considered serious for initial hospitalisation). The patient was treated with an unspecified treatment. The patient was then discharged on an unknown date (unknown days hospitalised) with reported plasma glucose levels of 260 mmol/dl. A week later (date unspecified), the patient suffered from seizures and contractions and had very high glucose levels (unspecified), both considered serious for initial hospitalisation. The patient received corrective treatment with basal insulin and another unspecified rapid acting insulin. It was then reported that the glucose level was normal again. The physician in hospital claimed that the insulin lispro (humalog) was not working. On an unknown date, time to onset unknown, the patient experienced brain bleeding considered serious for other reasons medically significant. No further corrective treatments or laboratory results were reported. The patient discontinued insulin lispro 25%/ insulin lispro protamine suspension 75% on (B)(6) 2010. It was unknown whether the patient recovered from the ketoacidosis, seizures and contractions and brain bleeding. This case was associated with the product complaint number (B)(4). The user of the device was unknown and it was unknown if the user was trained. It was unknown how long the device model and reported device had been used for. The reuseable device was requested for analysis, however the patient disposed the pen. The physician did not report an opinion of relatedness. Update 27jul2010: upon review, associated event of ketoacidosis with suspect device and amended narrative. Edit 30jul2010: corrected typing error within case. No other corrections made. Update 17-aug-2010: additional information received 16-aug-2010 via global product complaint system. Added device specific safety summary and updated EU/ca fields. Update 18-aug-2010: additional information received from physician on 11-aug-2010. Updated narrative with information about reuseable device being disposed by patient.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: a user of the device complained of hardness in pen injection. The type of device is unknown and the batch number of the device is unknown. The actual complaint device was not returned for investigation. Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Improper use and storage. There is no evidence of improper use or storage.